Manufacturer narrative:
The pump passed the displacement test. Pump failed the selftest due to lack of vibration. Lack of vibration caused by moisture damage to the electronic assembly. Moisture damage was also found on the motor and force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.